Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of device switched to zoom was not confirmed. In addition, the evaluation found the following: the water tightness was lost, due to deformation of scope cover (s-cover); there were scratched on the grip, switch box, scope cover, scope connector case unit (sc-case unit), and plug unit; the label on suction connector (s-connector) was damaged; the insulation resistance value at distal end does not meet the standard value, due to burn on plastic distal end cover (c-cover); the bending angle in down direction does not meet the standard value, due to wear of angle wire; the connecting tube had coating peeling; the focus is not changed to far point, due to damage on charged coupled device (ccd) unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the videoscope device switched to zoom. During the evaluation, the following reportable issue was found that there was foreign material in the air/water tube, light guide lens, and nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.